Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was report that the pin at the end of the connector on the lead was bent. It was not known if the pin on the lead was bent initially or was bent during the implant. The damage was corrected by straightening out the pin with fliers. The lead was then inserted and tested. All readings were normal and the device remains implanted.